Event description:
It was reported that the patient presented for follow-up with over-sensing exhibited by the right ventricular lead. The over-sensed noise episodes resulted in pacing inhibition and non-sustained right ventricular oversensing alerts. Programming interventions were made. The patient was stable.